Event description:
The customer alleged ''the potential for user error in disinfecting olympus endoscope gif-2t160 using an automated endoscope reprocessor from advanced sterilization products (asp)'' on a facility medwatch report (number unknown) (B)(4) 2010. The customer reported the ''cleaning instructions'' provided by asp (ad-52074, rev. A) are incorrect in its identification of the endoscope pictured as being gif-2t160. The instruction steps did not mention the special connector required to properly disinfect the two channels of the gif-2t160. Per the customer, the instructions gave rise to confusion as to the precise method of disinfection required for this endoscope. Follow-up with the facility on (B)(6) 2010, confirmed the hospital is not aware of any adverse reactions in any of the patients affected. It was reported that the facility and local public health department concluded that any risk to patients is ''minuscule.'' The facility is conducting follow-up testing on patients treated between (B)(6) 2005 and (B)(6) 2010. The facility has identified 75 patients for this follow-up (38 of these patients have subsequently died (all deaths reported to be unrelated to this situation) and are unavailable for follow-up). The notifications and appointment scheduling of the 37 remaining patients are reported by the facility as being ''almost complete.'' The facility indicated they will not be providing asp with any additional information with respect to these patients. Note: the facility reported that thirty-two (32) of the expired patients expired shortly after the procedure due to their conditions at the time of the endoscopy (reported as gi bleed). The facility has three (3) asp aers and does not track which machine processes a particular scope. The facility stated they follow the cleaning instructions recommended in the olympus IFU prior to processing the scopes in the aer.

Manufacturer narrative:
Concomitant products: asp aer serial numbers: (B)(4) installed (B)(6) 2005; (B)(4) installed (B)(6) 2005; (B)(4) installed (B)(6) 2005. The facility is fairly sure cidex activated solution was the high-level disinfectant used with the asp aer (serial number and lot number unknown).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history, trending by product line, failure mode effects analysis, and the health hazard evaluation. The complaint history review was reviewed and did not reveal any trend. Trending analysis (cpuy complaint per unit year chart) for the problem code "labeling/IFU problem" and/or "scope connection" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). The fmea (failure mode effects analysis) for the aer connection diagram generation process was reviewed and all risk scores are below the threshold of 25. The hhe (health hazard evaluation) relating to scope connection diagram indicated that the hazard/risk index was determined to be 4 (low). The investigation has determined (B)(4) is missing a reference to olympus connector (B)(4). This connector is clearly specified in the endoscope's reprocessing manual as required for reprocessing (B)(4) biopsy channels. (B)(4) is intended to be used in conjunction with the existing labeling, including the aer instructions for use, as well as the endoscope manufacturer's instructions for use. In this instance, (B)(4) is missing a reference to olympus connector (B)(4), biopsy tubing channel connection tube. If healthcare facilities follow required instructions (including the aer manual (B)(4), the olympus reprocessing manual and (B)(4), along with applicable association and industry guidelines) the (B)(4) scopes will be processed appropriately. In order to correct the missing reference, asp generated a new connection diagram (B)(4) for the olympus (B)(4) endoscope. This new connection diagram contains the appropriate reference to the olympus connector (B)(4). Asp has also reviewed all aer connection diagrams for similar discrepancies and made corrections where appropriate. A customer communication will be issued instructing aer users to begin using updated replacement connection diagrams. For this reported event, details indicate that the facility was not using the olympus connector (B)(4) that is clearly specified in the olympus reprocessing manual. In regards to the use error at this facility, where they were not following the olympus instructions for use for reprocessing of the olympus (B)(4), the facility indicated they re-trained their technicians on how to clean the instrument.